Manufacturer narrative:
(B)(4) additional suspect medical device component involved in the event: model #: sc-2218-70 serial # (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing discomfort. It was noted that the patient's leads were sticking out in back but no skin breakage. The patient was recommended for a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing discomfort. It was noted that the patient's leads were sticking out in back but no skin breakage. The patient was recommended for a revision procedure.